Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that somehow the infusion set's tubing disconnected at the quick release while the patient was at work. The patient's blood glucose level reached 535 mg/dl and the patient took a manual injection. The infusion set was inserted in patient's abdomen. No further information available.